Event description:
During the nerve dissection at the implant procedure, a vessel was inadvertently nicked, resulting in bleeding. The surgeon identified the source of bleeding and achieved hemostasis using gauze, suction, and cautery. This resolved the issue.